Event description:
Customer reported a pt had propofol running for 4 hours and the nurse noticed IV fluid leaking fro the smartsite valve closest to the pt and blood backing up into the IV set. There was no pt harm or medical intervention due to the leak. Customer stated that no product will be returned because no sets were saved. No add'l pt or event info provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak from the smartsite valve. The customer stated the set has been discarded and are not available for failure investigation.